Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample, item and/or lot number was provided for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: description of issue: "when infusing amiodarone bolus, the braun pump continually alarmed with a high number of air in line alarms with amiodarone. It was also stated that sometimes the tubing gets quite bent behind the door, not related to notched area, nearer to the white plastic pieces. No injury reported.